Manufacturer narrative:
Device analysis: one xen 45 glaucoma treatment system (gts) injector was received. A visual evaluation of the xen injector was performed. The unit box was returned. The molded tray was not returned. The needle cover, cam lock, and retention plug were each detached and not returned. The slider of the injector was partially advanced, the needle was slightly extended, and the bevel was in the center position. Significant damage was observed to the injector. A gap/ separation was observed between the halves of the syringe case (near the needle hub). The needle hub was observed in an atypical depressed position within the injector case. The needle guide (with needle shaft) was observed to be bent near the hub. A component of the pusher rod was observed to protrude through the needle. Due to the damage observed to the injector, device functionality cannot be evaluated. No further evaluation is required. The reported complaint of slider resistance is unable to confirm since device functionality could not be evaluated due to injector damage. Extent to which the injector halves are separated, the needle cover could not have been properly inserted. The device was removed from the molded tray and manipulated prior to sample receipt from the dal. The damage observed are likely due to handling. No further evaluation is required.

Event description:
Healthcare professional reported a xen®45 gts event described as "slider did not operate properly during surgery" during implantation in right eye. Surgery was completed with second xen®45 gts device and there was no patient injury.

Manufacturer narrative:
Additional, changed, and/or corrected data: h4

Event description:
Healthcare professional reported a xen®45 gts event described as "slider did not operate properly during surgery" during implantation in right eye. Surgery was completed with second xen®45 gts device and there was no patient injury.

Event description:
Healthcare professional reported a xen®45 gts event described as "slider did not operate properly during surgery" during implantation in right eye. Surgery was completed with second xen®45 gts device and there was no patient injury.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted.